Event description:
According to the information received, the image loss happens suddenly without warning. It may occur after about 30 minutes into the procedure. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "image loss/blackout", could not be confirmed even though an endurance test was performed. For that reason, the root cause is based on an environment failure and not applicable to the tc201. The event is filed under internal karl storz complaint ID: (B)(4).